Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 13.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient has deceased. Review of the episode showed that the patient had vf episodes. The device detected, diagnosed and delivered therapy and vf was converted. High hv lead impedance and noise were noted. The cause of death was unknown.